Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited noise and oversensing resulting in untreated episodes as well as an inappropriate shock to this patient. The subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to secondary vector. The noise was reproducible when palpating at the xiphoid location. Programming to primary vector did not reproduce the noise. Technical services (ts) discussed this was likely a fracture and suggested an x ray to confirm. The field representative would discuss with the physician. Additional information was received that the x ray was performed however the field representative did not know the results. This patient is scheduled for a system changeout in the next few weeks. This patient was seen in the clinic since in which no further issues were reported. This electrode remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 145-170 mm from the terminal pin. The crack did not extend into the insulation. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode exhibited noise and oversensing resulting in untreated episodes as well as an inappropriate shock to this patient. The subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to secondary vector. The noise was reproducible when palpating at the xiphoid location. Programming to primary vector did not reproduce the noise. Technical services (ts) discussed this was likely a fracture and suggested an x ray to confirm. The field representative would discuss with the physician. Additional information was received that the x ray was performed however the field representative did not know the results. This patient is scheduled for a system changeout in the next few weeks. This patient was seen in the clinic since in which no further issues were reported. This electrode remains in service at this time. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited noise and oversensing resulting in untreated episodes as well as an inappropriate shock to this patient. The subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to secondary vector. The noise was reproducible when palpating at the xiphoid location. Programming to primary vector did not reproduce the noise. Technical services (ts) discussed this was likely a fracture and suggested an x ray to confirm. The field representative would discuss with the physician. Additional information was received that the x ray was performed however the field representative did not know the results. This patient is scheduled for a system changeout in the next few weeks. This patient was seen in the clinic since in which no further issues were reported. This electrode remains in service at this time. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported.